Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: for 2012 surgical intervention: patient dissatisfaction with procedure outcome. For 2020 explantation: breast prosthesis rupture (refer to manufacturer report number 1645337-2021-02648 for reporting on this event). (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 400cc gel breast prostheses was dissatisfied with the outcome of the procedure. As a result, the patient underwent surgical intervention in 2012. The surgeon removed both implants, repositioned them, and then re-implanted them in the patient. Mentor breast prostheses are single use devices and re-implantation is contraindicated in the IFU. This medwatch report is for the patient¿s right breast prosthesis. It was also reported that the patient later suffered from left breast prosthesis rupture in 2020. As a result, patient underwent explantation on (B)(6) 2021. Please refer to manufacturer report number 1645337-2021-02648 for reporting on this separate event for the same patient.